Manufacturer narrative:
Correction to initial reporter address.

Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was not sequestered for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that the tubing spike broke when spiking a new bag. The tubing was already in use before the event. No report of patient harm.

Manufacturer narrative:
The customer complaint of tubing spike broke was confirmed per picture received by customer. The root cause of this failure was not identified; no product was returned and no investigation could be performed.